Event description:
Caller reported that pump malfunction occurred due to exposure to extreme cold from winter weather. There was no reported adverse impact to customer¿s blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur after resetting. Customer was advised to continue using the pump and to contact support again if the issue reappears, which the caller understood and acknowledged.